Event description:
The company was notified of a mitroflow valve (model lx, size 21 mm) explanted after approximately 2 years, 2 months, reportedly due to aortic stenosis resulting from calcification. The device was replaced with an on-x mechanical valve, size 21 mm.

Manufacturer narrative:
Device evaluated by manufacturer. The device has not been received for evaluation; an evaluation summary was not available at the time of this report.